Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: pi number: 3573031. Art.no. Sn:(B)(6). Customer comments: console caused a short circuit during surgery. Faults found: the short circuit can be confirmed. After visible inspection, there could be no component found which has caused the error. Failure code: na . Erp code: na . Action taken: rf board replaced. All renewed parts look at ro11012857 . Tests: used qip10040 rev. Y . Passed all tests . Result : unit has been returned to the customer. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.